Event description:
It was reported that the patient received inappropriate therapy. The lead integrity alert was triggered but the patient did not hear it. Oversensing, and high impedance was noted. The lead was capped and replaced. A portion of the lead was returned, analyzed, and subsequently tested out of specification. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The analyst noted intermittency between the pin and cap on the is-1 connector. The outer tubing overlay was melted, exhibited cosmetic environmental stress cracking (esc), and had blood/body fluid present. The outer tubing also exhibited an esc breach/breach (non-electrical). The outer insulation exhibited a cosmetic depression and was noted to have a white substance present.